Manufacturer narrative:
The biomed engineer (be) reported that they were able to confirm the issue and found fault code #115 (kernel application program interface error). The be states that the troubleshoot guide states to replace the executive processor board. It is unknown whether the repair has been completed at this time, if any new information is give the complaint will be processed accordingly.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) started to have a long, loud solid alarm. No alerts were present on the screen. The screen on the iabp then went blank and did not display any hemodynamic monitoring. The iabp was immediately switched out to another unit. The patient remained stable. Reference mfg report #(B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11.

Event description:
N/a.